Event description:
Customer reported poor image quality and the system shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problems. System operates as intended.